Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 3cfu. Bacterial identification: micrococcaceae, coagulase-negative staphylococci. Upon review of the user provided facility cleaning disinfection and sterilization practices (cds), the following deviation was noted: manual cleaning was delayed for more than an hour without pre-soaking. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The root cause of the microorganism growth was likely insufficient device cleaning/reprocessing and or not performing device reprocessing in accordance with the IFU. Additionally, the reported issue that ¿while swabbing, black dots protruded from the device, as if bits of internal sheathing had been removed¿. The reported black dots/foreign material issue could not be reproduced during the device evaluation and could not be confirmed. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 100 colony forming units (cfus) of staphylococcus warneri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.